Event description:
Revision surgery - due to the patient having a hemi-arthroplasty performed that did not achieve the pain control expected. The patient presented to the surgeon with pain and instability that was corrected through removing all implants and replacing with a reverse total shoulder.

Manufacturer narrative:
The reason for this revision surgery was due to pain and instability. The previous surgery and the revision detailed in this investigation occurred 1.3 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that a non-conforming material report (ncmr) # 36828 associated with the part # 520-01-010, tur on primary humeral stem, size 10 which documents a nonconformance that out of 19 quantity lot, 1 item was rejected due to scratches on metal. The item was reworked and accepted after suitable operation. All items in the lot met design, fit and function requirements and were accepted. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to pain and instability. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. There are many factors that are outside the control of djo surgical such as inadequate soft tissue support, degenerative bone, patient bone deterioration, patient activities or trauma. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.